Event description:
The patient underwent successful coil embolization of the right posterior communicating artery aneurysm. Immediately after treatment the subject was improved. Four days post procedure, the patient was discharged in improved condition and with good recovery. Programmed follow up performed approximately 90 days post embolization, demonstrated recanalization of the aneurysm with coil compaction. A successful reintervention was performed 40 days post index evaluation and angiography performed approximately 130 days post reintervention revealed complete occlusion of the aneurysm. No additional information was available.

Manufacturer narrative:
PMA# or 510k#: k050700 and k031049. Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, there are medical and physiological factors that can contribute to recanalization and is listed as a potential complication within the direction for use. Also, the direction for use (dfu) states that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complications has been assigned to this event.